Event description:
Healthcare professional reported that the valve was explanted approximately 58 months post implant due to regurgitation. The valve was returned for analysis.

Manufacturer narrative:
H10. This medwatch follow-up report is being sent to provide additional information received by the user facility after the first required report was filed by the manufacturer. "Submission of information by medtronic under the medical device reporting regulation does not constitute an admission that this information is required to be reported under the regulation or that the device has malfunctioned or that there is any causal connection between the performance of the device and any injury or death that may have occurred." H11 other: the patient identifier a.1 on the original manufacturers report was 1970135 - the user facility report enters the patient identifier as j1970135. B.4 and f.8 on the user facility report is listed as 9/29/97 -- the manufacturers report listed 6/11/97 as this was the date the event was first reported to medtronic. A letter from the user facility is attached to explain the reason for the delay from the user facility. Reason: the user facility did not consider this a device failure or defect.